Event description:
It was reported the svc impedance was > 4000 ohms and the svc leg was capped and not replaced. The rv coil was left active. The rep also reported 'damage' to the svc. No patient complications have been reported as a result of this event.

Event description:
It was initially reported that the svc (superior vena cava) impedance was high, and the svc leg was capped and not replaced. The rv (right ventricular) coil was left active. The medtronic representative also reported "damage" to the svc portion of the lead. Additional information was later received from the patient reporting that he "felt funny" and received multiple shocks from the "defective" lead. He said there was no problem with his heart. A physician's report was also received stating that the lead was explanted and replaced four months later due to noise, inappropriate therapy, and apparent fracture, secondary to subclavian crush. No patient complications have been reported as a result of this event. A lawsuit alleges the fractured lead caused the patient to "undergo dangerous and life threatening heart surgery" and he has "suffered severe physical and emotional injuries as a result".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned. It was initially reported that the svc (superior vena cava) impedance was high, and the svc leg was capped and not replaced. The rv (right ventricular) coil was left active. The medtronic representative also reported "damage" to the svc portion of the lead. Additional information was later received from the patient reporting that he "felt funny" and received multiple shocks from the "defective" lead. He said there was no problem with his heart. A physician's report was also received stating that the lead was explanted and replaced four months later due to noise, inappropriate therapy, and apparent fracture, secondary to subclavian crush. No patient complications have been reported as a result of this event. A lawsuit alleges the fractured lead caused the patient to "undergo dangerous and life threatening heart surgery" and he has "suffered severe physical and emotional injuries as a result". Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, interference, lead(s), fracture of, shock, inappropriate, noise.